Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis lucera gastrointestinal videoscope was noisy. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of zoom lever, water tightness is lost; connecting tube has a scratch; plastic distal end cover has a dent; adhesive around the light guide is peeled, adhesive around objective lens is peeled; control unit is damaged; paint on suction cylinder is peeled; connecting tube has a buckling; image appears on monitor but is noisy (including horizontal stripe noise/grid noise/vertical stripe noise); paint on air/water cylinder is peeled; switch1 has a wear; switch1 has a scratch; adhesive on bending section cover or distal sheath has a white clouded area; adhesive on bending section cover or distal sheath has a crack; adhesive on bending section cover or distal sheath has a chip, due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; control unit is shaved; connecting tube has a wrinkle; indication on scope connector is peeled; forceps channel port is shaved; image guide protector has a scratch; protector of universal cord on control section side has a scratch; electric connector has discoloration due to water leakage; due to a scratch on objective lens, the image has dark area partially; the angle wires become stretched; and to wear of angle wire, bending angle in upwards direction does not meet the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.